Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem was not reproduced. Evaluation sent the device for downstream occlusion testing, on high, medium and low settings, with passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed psi (pounds per square inch) during testing in the biomed service department. There was no patient involvement. No additional information is available.